Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred during the load process. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.